Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of right inguinal hernia. It was reported that after implant, the patient experienced hernia recurrence, obstruction, ischemic colon, pain, transparent exudate, and hematoma. Post-operative patient treatment included hernia repair with mesh and additional surgery.